Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a review of the pump¿s history showed that the last bolus and last basal delivery were on 09/18/2013; an occlusion alarm was observed. No activity outside of normal use was observed in the pump¿s history. The total daily doses added up to correctly reflect the user¿s programmed basal settings. The pump successfully passed a delivery accuracy test and was found to be operating within specifications. The pump was able to be exercised for 24 hours with no alarms. The units remaining at the end of the exercise were correctly calculated and recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was delivering inaccurate insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.